Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was checked after receiving inappropriate anti-tachycardia pacing (atp) and several shocks due to two episodes of ventricular tachycardia (vt). A review of the stored electrograms (egm) evidenced retrograde conduction, low amplitude and intermittent right atrial (ra) undersensing . A health care professional (hcp) stated programming changes were being considered. Technical services reviewed the episodes and agreed the therapy appeared inappropriate. The system remains in service. No adverse patient effects were reported.